Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer states that battery life lasting about 3 to 4 weeks, blemish on pump screen, toggling between act and escape button might take a few times to go back and forth, insulin pump rewind was louder as if it was working harder. Customer declined to troubleshoot. The device will not be returned for analysis.